Event description:
During implant procedure, it was noted that the set screw in the right ventricular port in the header of the device was not able to be tightened. The set screw was not able to be located with the hex wrench. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of missing component was not confirmed. The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance and hv functions were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.